Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent and the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. It was noted the lead returned with helix fully retracted, the helix was bent (this could affect extend/retraction during procedure) and tissue and blood was visible on it. The analyst commented damaged at implant. (B)(4).

Event description:
It was reported that during implant the right ventricular (rv) lead had high pacing threshold when the lead was first fixed. When the physician tried to reposition the lead, the helix would not extend. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.